Event description:
The customer reported that the 9900 system had washed out images with a communications error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.